Event description:
A surgeon reported post operative endophthalmitis on a patient's left eye noted after intraocular lens implantation. Upon follow up examination the diagnosis was confirmed, the intraocular lens was explanted and another intraocular lens was implanted. The symptoms have resolved. Additional information and product sample have been requested. No updates have been received at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. The manufacturer internal reference number is: 2015-20307

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. Photos were provided. The photo evaluation was conducted; 4 poor quality photos were provided that do not allow for an accurate medical review. Observations: apparent haze potentially in the anterior chamber, hyperemic conjunctiva. Nonetheless conclusions may not be drawn from photos due to poor quality. The product investigation could not identify a root cause. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: 2015-20307

Event description:
Follow up information was received; it was informed that for this case "the effectiveness of the initial medical treatment was unknown as the surgical treatments were performed upon onset". The culture results were negative for bacteria.

Manufacturer narrative:
A product sample was not returned for evaluation. The product's history record was reviewed and the documentation indicated the product met release criteria. The manufacturing investigation has not identified a root cause to date. An internal investigation has been opened to address reports of a similar nature. (B)(4).